Event description:
It was reported that during an unknown procedure, the clip was not firing, lock caught. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. It was noted the orange indicator, however, the lockout mechanism was found to be non-functional. Additionally, one clip not properly closed was received pasted on handle. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device it was noted the tip of the advancer bent. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number x96983, and no related non-conformances were identified.